Event description:
A physician reported that during the laser assisted cataract surgery with intraocular lens implantation he reported vacuoles and glistenings. Patient¿s vision was 6/12 at 1 day postop and happy, at 1 week post-op he had improved to 6/7.5 in the eye. The surgery was completed. The lens remains implanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).